Event description:
The customer reported that the system is giving a collimator iris potentiometer error.

Manufacturer narrative:
The ge rep tried to recalibrate the iris stops. No go. The iris motor is not turning. He tracked the motor voltage from the fluoro functions board through the high voltage cable to connector a17j1 on the collimator voltage is making to that point but not thru the collimator board to connector p5. Ordered a new collimator. 10-1 replaced collimator, performed a filmness beam alignment, calibrated collimator iris stops, calibrated collimator iris normal mode position, and calibrated collimator iris mag mode positions. System is functioning as intended.